Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the soon after patient was implanted the right ventricular (rv) lead, the patient had persistent left superior vena cava while the device and lead were implanted on the right side. Higher thresholds were noted during implant. The lead measurements changed after 3-7 days of implant. There was a possible lead dislodgement. The lead remains in service. No adverse patient effects were reported. Additional information received indicated that the rv lead was explanted, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the soon after patient was implanted the right ventricular (rv) lead, the patient had persistent left superior vena cava while the device and lead were implanted on the right side. Higher thresholds were noted during implant. The lead measurements changed after 3-7 days of implant. There was a possible lead dislodgement. The lead remains in service. No adverse patient effects were reported.